Event description:
The pt stated that, while inserting a filled insulin cartridge into her infusion device, she attempted to pull the cartridge back out of the cartridge compartment of the infusion device to adjust it. The plunger was already threaded onto the end of the piston rod at the time and it remained attached when she pulled the cartridge out to adjust it. As a result, the plunger was pulled from the cartridge and "almost all" of the 315 unit volume of insulin spilled from the cartridge into the cartridge compartment in the infusion device. During troubleshooting with a company rep, the plunger was detached from the piston rod and insulin was removed from the cartridge compartment. A replacement infusion device was shipped to the pt and the product was requested to be returned for eval. To manage her blood glucose prior to receipt of the replacement infusion device, she temporarily transitioned to her backup infusion device. The pt did not report blood glucose concerns related to this issue. She was able to maintain her blood glucose while transitioning between infusion devices. The pt did not require medical assistance from a healthcare professional or second party to address the issue.